Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station hc-picu-b drawer failed. Customer tried to recover the drawer and power the device on and off, customer tried to reboot and recover the drawer, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) on site was informed that the pharmacist had already resolved the issue, and no further action was needed for the device. The system functioned as intended after the customer resolved the device.